Event description:
Customer complaint - limited data available customer had the device on their back with a clothing inbetween. The device overheated and left a welt on their back which formed into a blister.

Event description:
Customer complaint - limited data available. Customer complained that she had a shirt on and it was on her back - it burned her so badly that it has left a welt and a form of a blister.